Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. Not applicable, as lens was removed/replaced in the initial surgery. Email address unknown, information not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip stuck in the eye as the intraocular lens (iol) was dispensed and the doctor determined the placement was unacceptable. The iol was removed and replaced. The surgery was completed successfully with a different model lens, zcb00 17.0 diopter iol. Sutures were used to seal the eye. The lens is not available to be returned. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.